Manufacturer narrative:
The insulin pump was received with intermittent button response noted due to corroded keypad traces. Scroll bar not moving on its own noted during testing. The device was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 168 mg/dl. Troubleshooting was performed. The device was returned for analysis.